Event description:
It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after an interventional procedure. A pseudoaneurysm and hematoma was observed at the access site a day later. Manual compression was applied for two days, and thrombin was injected under ultrasonic control. There was no reported adverse pt sequela. Though requested, there was no additional info provided.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. Review of the device history record for this lot did not produce any findings relevant to this report.